Event description:
It was reported that pump displayed temperature alarms while pump was charging and customer was using tandem charging supplies, with no exposure to extreme temperatures. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin therapy.